Event description:
It was reported that during use in a procedure at the user facility, the device was overheating causing slight burn to the inside of the patient's cheek, which did not require medical intervention. The procedure was completed successfully without a clinically significant delay.